Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at 510mm from the strain relief. The break may have occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. A visual and tactile examination found one kink in the midshaft at 30mm from the midshaft to hypotube bond of the shaft polymer extrusion profile. This type of damage is likely to have been caused by excessive tensile forces being applied to the delivery system. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01542. It was reported that shaft break occurred. Target lesion #1 was a 90% stenosed lesion located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 1.0mm balloon catheter was advanced for dilatation and another 2.0mm balloon catheter was advanced for repeat dilatation. A non-bsc intravenous ultrasound (ivus) was then advanced but failed to cross the lesion. Subsequently, a 2.25mmx12mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, upon reaching the lad, it was noted that the stent fell off the stent delivery system (sds). Angiography was performed and it was confirmed that the stent fell inside the guide catheter. The whole system was then removed and the dislodged stent was removed successfully. The physician dilated the lesion again with a non-bsc balloon and a 2.25mmx12mm non-bsc stent was successfully deployed in the lad. Target lesion #2 was a 90% stenosed lesion, 14mm in length located in the moderately tortuous, moderately calcified, and 2.6mm in diameter left circumflex (lcx) artery. Following pre-dilatation with a 2.5x15 emerge balloon catheter, the physician tried to use anchor balloon with ivus, but failed to cross the lesion. The lesion was dilated again with a non-bsc balloon catheter and a 2.50mmx16mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The lesion was dilated again with a 2.5x15 nc emerge balloon catheter and the 2.50mmx16mm synergy¿ stent was advanced again but still failed to cross the lesion. As the physician pushed the sds, the hypotube part detached. The procedure was completed by performing repeat dilatation of the lcx with a 2.5x15 nc emerge balloon catheter. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01542 it was reported that shaft break occurred. Target lesion #1 was a 90% stenosed lesion located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 1.0mm balloon catheter was advanced for dilatation and another 2.0mm balloon catheter was advanced for repeat dilatation. A non-bsc intravenous ultrasound (ivus) was then advanced but failed to cross the lesion. Subsequently, a 2.25mmx12mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, upon reaching the lad, it was noted that the stent fell off the stent delivery system (sds). Angiography was performed and it was confirmed that the stent fell inside the guide catheter. The whole system was then removed and the dislodged stent was removed successfully. The physician dilated the lesion again with a non-bsc balloon and a 2.25mmx12mm non-bsc stent was successfully deployed in the lad. Target lesion #2 was a 90% stenosed lesion, 14mm in length located in the moderately tortuous, moderately calcified, and 2.6mm in diameter left circumflex (lcx) artery. Following pre-dilatation with a 2.5x15 emerge balloon catheter, the physician tried to use anchor balloon with ivus, but failed to cross the lesion. The lesion was dilated again with a non-bsc balloon catheter and a 2.50mmx16mm synergy&#63492;rug-eluting stent was advanced but failed to cross the lesion. The lesion was dilated again with a 2.5x15 nc emerge balloon catheter and the 2.50mmx16mm synergy¿ stent was advanced again but still failed to cross the lesion. As the physician pushed the sds, the hypotube part detached. The procedure was completed by performing repeat dilatation of the lcx with a 2.5x15 nc emerge balloon catheter. No patient complications were reported and the patient's condition was good.